Event description:
Pt alleges she has had trouble from the beginning (ie 1979) including; a lot of pain, losing use of her hands, lumps in her legs, kidney infections, cysts, tumors, and "fibrocystic".